Manufacturer narrative:
Power error due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer troubleshooting was performed for power error detected alarm. Customer was able to successfully clear the alarm. The customer was advised the process should resolve the power error detected condition and to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.